Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 (company representative should be unmarked). Additional information added to field d8, e2, e3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation, it was reported that there was no problem with this product after conducting cleaning and inspection locally. Therefore, it will not be transferred to the repair department. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source displayed the error b30 (scope communication error). The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.